Event description:
Initial sample result of 14.3 mg/dl for calcium. Same sample repeated, result was 9.6 mg/dl. Information provided documents initial sample result was not reported. The field service representative performed performance check tests. Sample has been provided for investigation.